Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("in less than 15 hours I will be e-free / having surgery tomorrow") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: medical device removal". Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('in less than 15 hours I will be e-free / having surgery tomorrow') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"). The patient was treated with surgery (uterus , tube and cervix removed.). At the time of the report, the medical device removal and endometriosis outcome was unknown. The reporter considered endometriosis and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: medical device removal" and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporters information added. Event: endometriosis were added . Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("in less than 15 hours I will be e-free / having surgery tomorrow") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), skin disorder ("bumps on the back my hands"), pruritus ("itchy") and pain ("painful"). The patient was treated with surgery (uterus, tube and cervix removed). Essure was removed. At the time of the report, the allergy to metals and endometriosis outcome was unknown. The reporter considered allergy to metals, endometriosis, pain, pruritus and skin disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were described via social media: allergy to metals, endometriosis, pain, pruritus and skin disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event added: allergy to metals (medical device removal was deleted and added as treatment). Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('in less than 15 hours I will be e-free / having surgery tommorrow') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), skin disorder ("bumps on the back my hands"), pruritus ("itchy") and pain ("painful"). The patient was treated with surgery (uterus , tube and cervix removed.). At the time of the report, the medical device removal and endometriosis outcome was unknown. The reporter considered endometriosis, medical device removal, pain, pruritus and skin disorder to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: medical device removal" and endometriosis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: new events bumps on the back my hands, itchy and painful were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.